Event description:
Healthcare professional reported deflation. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Un-reporting deflation.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
This record is no longer reportable to the FDA and will be un-reported.

Event description:
Physician later confirmed reportable event applies to contra-lateral side record. There are currently no reportable events against device on record.